Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was powered up by the biomedical engineer (biomed) but then began to emit on odor that seemed like "burning" from the device (also described as a "strong electrical smell"), and the biomed noted that the battery was hot. The biomed did try another battery, but then the generator did not power up at all. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.